Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-01736 and 2134265-2016-01735. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was in conjunction with an unknown imaging catheter and unknown sled. However, auto pullback function was lost after a few seconds and defaulted to ivus image. They rebooted the system to recover auto pullback and completed the procedure. No patient complications reported.